Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and the complaint history cannot be performed as the lot number was not provided. Reportedly the closure procedure on right common femoral vein utilizing the pre-close technique with a single proglide device, for access site using 14f sheath. It should be noted that the proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was completed with a proglide device, using the pre-close technique, via an 8f sheath prior to an interventional cryo ablation for atrial fibrillation procedure. No imaging was performed to verify the location of the puncture site. The suture of only one proglide device were preplaced. The sheath was upsized to 14f and the cryoablation procedure was completed. Reportedly, the knot of the proglide device was successfully advanced, but hemostasis was not achieved. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.